Event description:
The reporter stated that she did back to back blood glucose tests, using separate fingersticks, with results of 88 and 172 mg/dl. She stated that she did not have any symptoms. A control solution test was in range 120 (93-139). On followup, the reporter stated that she had been applying sample multiple times.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8